Event description:
The patient reported that at 3:00pm an e4 (occlusion) error was displayed on the infusion device and her blood glucose measured 20 mmol/l (360 mg/dl). She changed the infusion set, battery, and adapter. At 4:30pm, the patient did not feel well and her blood glucose measured 25 mmol/l (450 mg/dl). At 7:00pm, the patient switched to the backup infusion device and bolused 50 units of insulin. At 12:00am, she walked to the hospital because she was unable to lower her blood glucose. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states, information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.